Event description:
It was reported that on (B)(6) 2026 the patient called the hospital due to a driveline power fault. On (B)(6) 2026 the patient was admitted into the clinic for a follow-up. The log files were downloaded and showed a cable a fault. The alarm was cleared but reappeared immediately. The modular cable and system controller were replaced; however, the alarm did not resolve. Damage to the percutaneous lead was repaired using a "lead repair kit" from boston scientific.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.